Event description:
It was reported that during a hepatectomy, the clips were not coming out of the jaw of the instrument. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/29/2007. Eval summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feet the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the lockout spring was found to be out of position and the anti-backup teeth were noted to be worn out. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.